Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on (B)(6) 2018. A distributor contacted zoll to report that a patient had the patient had skin irritation described as itchy skin. The patient consulted his nurse who helped him adjust the garment and recommended to use a lotion. Follow-up indicated that the irritation was better.